Manufacturer narrative:
The t:slim pump user guide indicates replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) level as high as (245 mg/dl) the customer delivered bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. Reportedly, the customer was on third day of supply use. A recommendation was made for the customer to change supplies.